Event description:
Caller reported a malfunction on the pump, identified by malfunction code "malf 16". There was no adverse impact to the customer's blood glucose level. Cts provided instructions for resetting the pump, but the malfunction reoccurred after resetting. As a resolution, cts arranged for a replacement pump with updated software to be sent to the customer and discussed steps for utilizing the new pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.